Manufacturer narrative:
(B)(4). G2: report source - foreign: event occurred in united kingdom. H6: component code - proposed code is mechanical (g04) - drill. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that one of the drill pins fractured while drilling, leaving approximately one (1) centimeter in the patient's femur. The fractured piece was unable to be retrieved and remains in the patient. Attempts have been made; however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.